Event description:
It was reported five days following a sigmoid colectomy procedure the pt experienced an abdominal wound dehiscence. The pt was returned to the operating room for repair of the wound. The suture was found to be fractured at the lower knot.